Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: dark-red, tissue-like thrombus formation in the proximal end and lumen of the inlet extension, and a similar deposition that was occluding the eye, and vanes of the rotor. The evaluation of the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6)identified an ingested deposition in the pump rotor and inflow cannula. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to low flow alarms that were confirmed through the evaluation of the submitted log files. Evaluation of the log files confirmed that on (B)(6) 2023, the flow mean was recorded at 0 liters per minute (lpm). During this time there were also fluctuations in rotor displacement from 12-92 um, respectively. This was consistent with the reported events that the flow decreased to 0 lpm after 03:00:00 on (B)(6) 2023 and remained at 0 lpm until a pump exchange occurred approximately 5 to 6 hour later. (B)(6) was returned assembled with the pump cable severed approximately 3.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 6¿ of the sealed outflow graft was returned detached from the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff and outflow graft clip were not returned with the device. Upon disassembly of the returned pump, examination of the textured, blood-contacting surface of the inflow extension revealed a dark-red, tissue-like thrombus formation in the proximal end and lumen of the inlet extension. Additionally, visual inspection of the pump rotor revealed a similar deposition that was occluding the eye and vanes of the rotor. The exact origin of the thrombus and when it was ingested were inconclusive; however, its structure and lack of laminated layering, combined with the fluctuations in rotor displacement in the downloaded lvad event log file, suggest that it was ingested into the device. This thrombus would have contributed to the lower flow values. Upon removal of the deposition, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a cause for the zero flow was not determined. No flow was going through the pump for at least 5 to 6 hours before the pump exchange took place. The patient's international normalized ratio (inr) levels were normal and there were no anticoagulation issues. The patient was recovering slowly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the night of on (B)(6) 2023 the flow decreased to zero. Low power and low pulsatility index values were visible. The patient was hemodynamically instable. The patient went for a reoperation on the morning of on (B)(6) 2023, and a pump exchange took place. The patient was in the intensive care unit (ICU).